Event description:
Initially, it was reported that the patient had passed away due to natural causes and medical complications. Further information was received that, according to the patient's grandmother stated that the md had informed her, that the patient passed away due to epilepsy not being treated earlier in the patient's life. Multiple attempts were made for more information however no relevant information has been received to date. No other relevant information has been received to date.

Event description:
Information was received from the funeral home where the patient was buried that the patient had passed away due to acute respiratory failure as well as cerebral palsy. A death certificate was also received and stated that the patient died a natural death and the immediate cause of death were provided as acute respiratory failure as well as cerebral palsy. No other relevant information has been received to date.